Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece lens and one haptic tore off. The lens was removed in pieces with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
PMA# p990013.